Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon prolene sutures were related to any adverse events in this series of patients described in the article? Does the surgeon believe there was any deficiency with the ethicon suture used on these patients?

Event description:
It was reported in a journal article comparing patients that underwent adult living donor liver transplants using a standard technique of biliary anastomosis compared to biliary anastomosis with the addition of corner-sparing sutures and mucosal eversion of the recipient duct that suture was used for anastomosis. Primary outcome measures included biliary complication including biliary leaks and strictures. Additional information was requested.

Manufacturer narrative:
(B)(4).